Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after cerebral angiogram. Reportedly, the thumb advancer was deployed; however, it would not completely split the sheath. The emergency release button did not retract the vessel locator wings. Significant downward pressure and pulling was used to remove the device; the wings bent. There was no tissue damage observed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Device codes: 2889 labeled, 1528 labeled, 2983 labeled, 2587 labeled. Internal file number: (B)(4). Device coding 3190 removed. Evaluation summary: analysis was performed on the returned device. The reported difficulty removing the device and vessel locator wing damage was confirmed based on the returned device condition. The reported safety release mechanism retraction problem could not be confirmed as the returned device analysis successfully depressed the safety release mechanism and released the plunger thus functioned as expected. The reported failure to split the sheath could not be replicated in a testing environment as the device was returned with the sheath split completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported failure to split the sheath could not be determined. The reported difficulty removing the device, safety release retraction problem, vessel locator wing damage and subsequent treatment appears to be related to procedure circumstance due to the safety release mechanism not properly depressed to collapse the vessel locator wings. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a starclose se device with a 6f sheath after an unspecified procedure. Reportedly, the starclose se failed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.